Event description:
Retroperitoneal cut down in the contra side to place two stents. Umbilical tape used to seal vessel. Jacket retraction was difficult but was resolved. The graft was successfully implanted.